Event description:
It was reported by the customer's biomedical engineer that the device's adult paddle attachment was broken and will not properly attach to the pediatric paddle assembly. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control contacted the customer to verify resolution to the reported failure. The customer confirmed that they had received the replacement adult paddle attachment, installed it on the device and returned the device to service. The device has not been returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.